Manufacturer narrative:
(B) (4).

Event description:
According to the reporter, the device's service light remains on and it does not recognize therapy cable when plugged in. No pt was associated with the reported incident.